Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from device manufacturer representative and a healthcare provider (hcp) regarding a patient who was receiving fentanyl (1500 mcg/ml at 390.5 mcg/day) via an implantable infusion pump for non-malignant pain. It was reported that the hcp determined that the patient's lack of therapy was due to the catheter not being at the right level. A catheter revision was done on (B)(6) 2018. The hcp had performed titrations before deciding that the catheter needed to be moved. Per the patient's request, the hcp placed a new catheter. A single 10 minute bolus was programmed at the revision. The patient was unexpectedly declined from receiving a bolus. It was also noted that the remote was not working. The clinician programmer was used to obtain the following lockout parameters: 10 minute lockout interval, dose restriction interval (dri) was 48 in 24 hours, and max activations was 3. No patient symptoms were reported related to the patient being locked out from receiving a bolus. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was not a device or catheter issue. The catheter was revised/replaced due to the catheter not being at the proper thoracic level, causing the patient not to receive proper drug therapy. The catheter was completely removed and replaced and connected to the existing pump. The patient was receiving proper drug therapy and the issue was resolved at the time of the report. The cause of the bolus lockout was due to the personal therapy manager (ptm) not properly pairing with the patient due to the need for battery replacement in the ptm. The problem was resolved and the patient was able to receive a bolus. The customer discarded the catheter after explant, as the healthcare provider (hcp) stated that there was nothing wrong with the catheter itself. No further complications were reported.